Event description:
On (B)(6) 2021 an interventional radiology provider placed a 12 mm x 60 mm abre self- expanding bare metal stent in the left iliac vein for treatment of left common iliac vein compression. The procedure was without complication and the patient was discharged in stable condition. The patient presented to an external facility on (B)(6) 2021 with shortness of breath and was noted to have migration of the iliac stent into her right heart extending from the right atrium into the right ventricle. She then underwent same day stent retrieval with interventional radiology via right ij and right common femoral vein access. The patient tolerated the procedure well and was discharged the next day after a negative chest x-ray. FDA safety report ID# (B)(4).